Manufacturer narrative:
The device was not returned for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient experienced progressive neurologic deficits due to a hematoma at the lead site. The device was explanted. The patient is in physical therapy until strength is regained. There were no further reports of complications.